Manufacturer narrative:
H3, h6: the component was returned to the manufacturer for analysis. The analysis was unable to confirm the reported complaint of a delayed door open. The pendant was installed into a test system, and both the system and pendant booted as expected. The pendant keys were functional; however, several keys were worn and required excessive pressure to operate. Visual inspection showed the pendant laminate beginning to lift and bubble around the keys. The pendant was determined to be worn. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that it took 4 minutes for the door to open. Representative could hear the "clicking" noise in the gantry when she was holding the door open button but got no response for 4 minutes. No error messages on the pendant. Representative also reported that it took longer than usual to boot up; the system took 15 seconds to boot up instead of 10 seconds to boot up. Patient present. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
(H3, h6): manufacturing representative went to the site to test the system and reported to take over four minutes to open door. Arrived onsite and met with (B)(6) (mdt rep) to diagnose issue. He informed that unit was stored in a highly trafficked area and it is often hit with cleaning/storage carts. He opened the door fully several times and was unable to recreate the reported issue however, based on the symptoms given and the environmental factors, he believe the unit was being hit on a regular basis and that was causing the rotor to be out of alignment when it attempts to open. He verified proper alignment using the alignment pin and as an extra precaution, replaced the pendant to rule out any button deficiencies. System functions as designed with no further issues noted at this time. Codes: b01, c07, d02. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.